Manufacturer narrative:
The device has been received and the evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope during a therapeutic laparoscopic procedure, the image disappeared three times. When the image was cut off, the image was displayed back immediately. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to adhesion of a foreign material such as detergent remnants, hard water residue, finger grease, dust, and lint on the electrical contacts on the video connector or the video system center, which resulted in a temporary electrical connection failure. Olympus will continue to monitor field performance for this device.